Event description:
It was reported that the packaging of an unspecified quantity of minicaps was found to be deformed; described as ¿collapse of the blister cavity and pronounced wrinkles in the packaging material¿. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.